Event description:
It was reported that during thrombectomy procedure, the stent retriever (subject device) was deployed in the clot. When attempting to retrieve the stent retriever and the microcatheter (non-stryker device), the stent was ¿stuck¿ in the vessel. After several attempts of push/pull, the stent was able to be removed with severe resistance and the microcatheter had been fractured. The removed stent was found to be deformed and ¿something¿ was tangled helically around the stent retriever. The stent pusher wire was found completely jammed in the microcatheter shaft. No recanalization of the vessel was achieved. After the event, percutaneous transluminal angioplasty (pta) was performed against the lesion, but no recanalization was achieved. The procedure was finished. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The retriever provue was returned loaded in a marksman (non-stryker) microcatheter. The trevo provue was protruding through the microcatheter catheter distal end. An unknown coil was wrapped around the trevo provue shaft coil and trevo provue retriever stent. It appeared that the unknown coil is from the marksman microcatheter braided shaft. The trevo provue was jammed in the marksman microcatheter. Attempts were made to advance the trevo provue out of the marksman microcatheter were not successful. The trevo provue retriever stent was untangled and examined, no anomalies were observed. It is important to note that the marksman 27 microcatheter is not a stryker manufactured device. However, due to the nature of this complaint, the marksman 27 microcatheter was examined along its length. The microcatheter was severely kinked, compressed, stretched and wrinkled on several places along its length. The microcatheter distal section was not returned. It should be noted that per the device dfu, "retrievers are compatible with trevo pro 18 microcatheters (ref (B)(4)). Compatibility of the retriever with other microcatheters has not been established. Performance of the retriever device may be impacted if a different microcatheter is used." Based on analysis of the returned devices, it appears the reported event was caused by damage from the microcatheter. It is possible the retriever and shaft coil got caught on the braided shaft of the damaged microcatheter during the procedure causing it to unwind and tangle around the trevo. Based on the investigation, caused by other was assigned to the reported and analyzed difficulty to withdraw retriever.

Event description:
It was reported that during thrombectomy procedure, the stent retriever (subject device) was deployed in the clot. When attempting to retrieve the stent retriever and the microcatheter (non-stryker device), the stent was ¿stuck¿ in the vessel. After several attempts of push/pull, the stent was able to be removed with severe resistance and the microcatheter had been fractured. The removed stent was found to be deformed and ¿something¿ was tangled helically around the stent retriever. The stent pusher wire was found completely jammed in the microcatheter shaft. No recanalization of the vessel was achieved. After the event, percutaneous transluminal angioplasty (pta) was performed against the lesion, but no recanalization was achieved. The procedure was finished. No further information is available.